Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue that the pump issue, fluid leak was not determined. The reported issue that there was the pump issue due to fluid leak could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from (B)(6) medical device incidents database regarding issues no health consequences or impact, no clinical signs symptoms or conditions, fluid leak. There was patient involvement but no patient harm.